Manufacturer narrative:
A specific root cause could not be identified based on the provided information. No reagent issues were evident. A possible root cause is related to sample handling since centrifugation conditions were found to be outside of specifications. Additional information required for investigation was asked for, but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
The customer reported that they received erroneous results for two patient samples tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). Other samples tested for hcgb were repeated and the repeat results matched the original results. The first patient sample initially resulted as 587 miu/ml and this value was reported outside of the laboratory. The doctor questioned the result because the patient's hcgb results had been steadily decreasing over the previous two weeks. The sample was repeated and resulted as 17.7 miu/ml. The customer requested for the patient to have another sample collected. The new sample was tested and resulted as 13 miu/ml. The repeat result was believed to be the correct value. The second patient sample, from a 35 year old female, initially resulted as 100.1 miu/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as 0.1 miu/ml accompanied by a data flag. The doctor was called and provided the repeat value. The doctor believed the repeat value to be correct. The patients were not adversely affected. The hcgb reagent lot number was 17753701, with an expiration date of 08/31/2015. The field service representative could not determine a specific root cause. He could not duplicate the issue. He adjusted the sipper probe in the rinse station and assay cup positions as a precautionary measure. He completed a high voltage adjustment, ran performance testing, and ran a blank cell calibration; no errors were found. The customer completed precision studies. The analyzer was found to meet specifications. Investigations of the provided data have determined that no reagent issue is evident.

Manufacturer narrative:
The customer has verified that there have not been any additional issues.